Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead will be revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were getting ¿lightning bolts¿ within the first two weeks of their implantable pulse generator (ipg) system implant. The device was reprogrammed. The symptoms reduced but the patient has continued to feel ¿zaps¿ while using a computer, cell phone and other electronic devices. The ipg remains in use. No further patient complications have been reported as a result of this event.